Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error 228 occurred during therapeutic endoscopic sinus surgery procedure involving an olympus video system center. The procedure was completed with the same device. There were no reports of patient harm.